Event description:
It was reported the pt's battery showed "low" 3 months after implant upon recheck by the hcp. Shortly after, the pt experienced a loss of stimulation. The hcp performed a telemetry check and found the device in por mode. Results of telemetry noted the following: battery status: low. Voltage: 2.14v. Capacity used: 90-100%. All parameters were reset, the ipg serial number was gone and only #10 activation was counted. Pt programming and usage 5.5v-10.5vm 450usec, 50hz, single lead, single stim, 24hrs. It was considered that the pt usage supported depletion in 3 months. The hcp planned to replace the device. No other symptoms or outcome were reported. A f/u report will be submitted if add'l info becomes available.